Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned modular flex drill bit, confirmed that the drill bit is fractured in two pieces. The drill bit was twisted/bent in the region of fracture. The fractured portion was not returned for further evaluation. Dimensional evaluation confirmed that the drill bit core diameter and material hardness conformed to print specifications. Review of receiving inspection reports identified no deviations or anomalies in the manufacturing process. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to operational context in the guide twisting. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the drill guide twisted and the drill bit broke. No patient consequences reported or further information has been made available.